Event description:
It has been reported "revised stem due to trunnion damage, head disassociation."

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the pre-revision ap x-ray demonstrates and confirms the patient had a tha with severe trunnion damage and head dissociation. The root cause of this mechanical complication cannot be determined from the limited documentation available." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. A review of the provided medical records by a clinician indicated the following: "the pre-revision ap x-ray demonstrates and confirms the patient had a tha with severe trunnion damage and head dissociation. The root cause of this mechanical complication cannot be determined from the limited documentation available." Further information such as return of the device, pathology reports, and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.